Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the cartridge not fully snapped into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support instructed the caller to remove the pump case, clean the pneumatic tap area, and remove the o-ring. After inspection and following the instructions, the caller successfully reloaded the cartridge and resumed insulin therapy.